Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: according to the staff of the hospital the device stopped during highflow ventilation in the dawn of (B)(6) 2024. No health consequences or impact.